Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and high thresholds. A ring conductor fracture was suspected. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.